Event description:
It was reported "on insertion the peel away sheath broke on removal, all parts of the sheath were removed." The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Signs of use in the form of biological material was observed. Visual analysis revealed that one side of the peel-away extrusion tore incorrectly. This resulted in the extrusion to become separated. It was noted that one of the seam lines was completely split while the other one was still intact. Microscopic examination confirmed the damage and revealed that one end of seam line did not tear as intended. The peel-away sheath separated approximately 53mm from the peel-away tab. The peel-away length measured 4", which is within the specification limits of 3 7/8"-4 1/8" per the catheter peel-away product drawing. The sheath outer/inner diameter could not be accurately measured due to the severity of the damage. Functional testing could not be accurately performed as the peel-away sheath was already partially split down the score line. Manufacturing and r & d have been previously been contacted for failure modes of this type. These past instances were concluded as manufacturing related. A device history record review was performed, and a relevant finding was identified. A non-conformance was initiated for lot# 34c22c0105 to address the same failure mode involved with this complaint. The IFU provided with the kit informs the user, "check peel-away sheath placement by holding sheath in place, twisting dilator hub counterclockwise to release dilator hub from sheath hub, withdraw guidewire and dilator sufficiently to allow blood flow". The report that a peel-away did not tear correctly was confirmed through complaint investigation. Visual analysis revealed that the sheath split incorrectly along one of the score lines. Despite the damage, the sheath met all relevant dimensional requirements. Based on the customer report, the sample received, and the comments from manufacturing, it was determined that manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on insertion the peel away sheath broke on removal, all parts of the sheath were removed." The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).